Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 530 mg/dl with large ketones, extreme drowsiness, extreme thirst, excess urination, nausea, and vomiting. The reporter noted the patient received phone advice from a healthcare provider, they remained on pump therapy, and the pump's basal settings were recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2016-product analysis: the device was returned and evaluated by product analysis on 02/04/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).